Manufacturer narrative:
Additional information and/or investigation results shall be provided within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6) 2009. They subsequently underwent right knee revision surgery on (B)(6) 2023, approximately 13 years 6 months post primary procedure. Revision op report postoperative disgnosis: failed right total knee arthroplasty due to mechanical loosening and catastrophic polyethylene wear resulting in severe osteolysis. The patient tolerated the procedure well, was awoken and was brought to the recovery room in stable condition. There is no other patient demographic or medical history available. Here is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-0019-2022. 1038671-2024-04647, 1038671-2024-04649 this follow-up report is being submitted to relay additional and/or corrected information. D10: concomitants: aa1350 1510-s - cemex system fast 70 gm, 1580510 200-02-38 - three peg patella 38mm, 1578514 200-04-44 - cemented finned tib. Tra sz 4f/4t, 98033 203-96-40 - (11-3973) sys 6 90x25x1.27, 85104 203-96-42 - 11-4132 sys 6 90x13/21x1.19, 1347522 234-03-04 - optetrak asy,ps cemented femoral, sz 4, aa1237 asa0030 - sterile disposable containers. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04647, 1038671-2024-04649 . The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.